Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: a review of the continuous glucose monitoring history showed call service 206 continuous glucose monitoring transmitter out of range warnings. The test transmitter was paired with the pump correctly. The blood glucose calibration of 120 mg/dl was accepted in both attempts within 2 hours. The pump and transmitter ran overnight with a steady reading of 115 mg/dl within +/- 20%. No call service 206 warnings occurred during the investigation. The alleged unusual dexcom issue complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reported contacted animas alleging the pump was alarming for an error. No further information was provided and troubleshooting could not be provided. Several unsuccessful attempts to contacted the patient were made. A health event was not reported. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.